Event description:
Ous MDR - after the associated ICD lead was implanted for a period of approximately 142 months oversensing without inappropriate therapy was reported. The ICD was explanted, but not yet returned to biotronik. The lead was capped. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the returned lead fragment was still connected to the ICD header. The lead fragment and the ICD were subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The returned lead fragment was carefully analyzed, showing no anomalies that might have contributed to the clinical observation. As the distal part of the lead was not returned for analysis, no further root cause analysis was feasible. The analysis did not reveal any indication of a material or manufacturing problem. The ICD was interrogated, revealing the battery status mol2. The ICD was implanted for almost 78 months and 31 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead was found cut at approximately 11 cm distal to the is-1 connector pin. Only the proximal lead fragment was received for analysis. In the course of the visual inspection multiple signs of wear along the lead fragment were noted. However the insulation was intact. A stylet intended to be used with this lead could be properly inserted in the lead fragment. Due to the fragmented state of the lead, the electrical analysis was limited to the measurement of the dc resistances of the lead fragment. No peculiarities were found.